Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
The customer reported via phone call insulin pump had motor error. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer stated that the drive support cap was normal. Customer was able to rewind. Customer stated that the insulin pump was exposed to xray at airport. The insulin pump will be returned for analysis.